Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned for evaluation, as the customer was advised that the device is discontinued and cannot be repaired. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A biomedical engineer reported on behalf of the customer, that the connector port was broken and had no image on a high-definition lcd monitor. There was no patient harm associated with the event.